Manufacturer narrative:
Manufacturing date ¿ added. Device evaluated by mfg ¿updated. Summary attached - updated. Expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the main coil was found to be stretched and the coil suture was damaged. During further analysis, the main coil could be seen to be severely stretched within the introducer sheath and when the main coil was attempted to be removed, the main coil detached form the delivery wire. No other anomalies were observed. Functional testing could not be performed due to the damage on the device. The physician may have perceived the main coil stretch as premature coil detachment. The coil however, was in fact, attached to the delivery wire at the main coil junction when returned for analysis. It is likely that the main coil was damaged during use thus limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
It was reported that when the subject coil had detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
This is 2 of 2 reports.

Event description:
It was reported that when the subject coil had detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.